Event description:
The patient had been experiencing angina since the pacemaker was implanted. The patient believed the pacemaker was working normally, but the patient had never had angina prior to the pacemaker. Follow up information was received and indicated that the patient was seen in the office for a device check and reprogramming since the time of the patient call. There was an "episode of irregularity." They reprogrammed the device a day later. The device is functioning normally and the patient did not mention of the angina-like symptoms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.